Event description:
The ethicon echelon 3000 60mm stapler was opened per surgeon's request. Upon use of stapler with stapler load, the surgeon fired the stapler and once he un-fired the stapler, he noticed that the stapler did not fire upon initial firing. Rep was notified and the stapler was taken off the field and rep will take stapler to get diagnostic testing as to why this occurred. Manufacturer response for ethicon echelon 3000 60mm stapler, ethicon (per site reporter). Device was given to field representative and taken for diagnostic testing.